Event description:
It is reported that a customer error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit alarmed a21 after battery change due to broken solder joint on c13i/b. Unit received with bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.